Event description:
Patient was intubated while lying on the stretcher. Once intubated, the patient was flipped to the prone position on the operating room jackson table for a spinal case. When patient was flipped, a leak was noted in the airway. Patient was then flipped back on maquet table and stabilized before proceeding.